Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
On (B) (6) 2010, a motor stall was confirmed in the event logs with no motor stall recovery noted. The stall occurred on (B) (6) 2010. There was a tube set message that occurred on (B) (6) 2010. The pt had no recent exposure to magnetic resonance imaging. The pt experienced nausea and sweating. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver dilaudid, bupivacaine, and clonidine.